Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s ipg would not communicate with external devices. Multiple troubleshooting steps was unable to resolve the issue. The ipg was confirmed inoperable by a company representative. As a result, patient underwent a surgical procedure on (B)(6) 2018 to replace the ipg.